Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿check the tubing connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing disconnected from the infusion set tubing at the t:lock connection due to accidental force. The contact reconnected the supplies to address the event. Blood glucose was 451 mg/dl.